Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-84959.

Event description:
Customer reported that he was getting a calibration error alarm followed by a change sensor alarm. Customer also reported that the sensor was showing that the blood glucose was low, but the sensor readings were incorrect it was over 100 pints incorrect. Customer stated that he experienced high blood glucose because he was treating by the sensor readings. Nothing further was reported.